Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that the support cap is protruded. The blood glucose reading is 96 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm for the loose drive support disk was noted. The insulin pump was received with minor scratches on the display window, cracked display window corners, a broken belt clip slot and a cracked reservoir tube lip.